Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional patient information was requested but not received.

Event description:
It was reported that the patient's trial leads could not be implanted due to patient anatomical constraints.